Event description:
The pt was responding well to treatment and physical therapy, but unexpectedly died on jan 23, 1998. Death was apparently caused by a blood clot. " I believe that there is a very serious design problem assoc. With the button mechanism used on a large number of walkers that are presently in use. I believe that deaths can be assoc. With this button mechanism. The FDA has jurisdiction over medical devices and has a responsibility to investigate this concern.I have two temco walkers. One is the walker the pt in the described event was using at the time of her fall, and the other was purchased later. I can have the walkers delivered any place any time to be examined. I am forwarding copies of this incident report and this letter to 2 senators and 1 epresentative. I hope that they will encourage the FDA to respond to this issue."